Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer did not disconnect the light source guide and it burned a hole through the drape. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return and the customer did not return the product for analysis. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the event logs verification was not performed, the reported event was unable to be confirmed or replicated.